Event description:
A consumer reported that, during intraocular lens implant procedure, there was particles on the lens. The particle was removed from the lens when it was implanted into the eye. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. Photo is provided and shows implanted iol on a monitor screen. Mark/ line is visible over the iol optic. Based on our observation of the attached photo, mark/ line is visible over the optic area. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).